Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set after each occlusion. Customer's blood glucose was 149-249 mg/dl. As the occlusions occurred in the past, tandem technical support could not identify source of blockage.